Manufacturer narrative:
The device was received for evaluation at the manufacturing site, but a physical product evaluation was not possible. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. No complaint history for this part as this is a custom-made device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a tibial nail case, the 11.5mm deep fluted end cutting reamer head came off during reaming. The procedure was resumed, after a non-significant delay, with the same device. Patient was not harmed as consequence of this problem.